Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device (B)(4) relates to component (B)(4). Device (B)(4) relates to component (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2939204-2011-00263 it was reported that during a coronary artery stenting treatment procedure, the patient expired. The patient presented with a total occlusion of the mid rca (right coronary artery) and a lesion in the lcx (left circumflex). The lesion to be treated was 90% stenosed and located in the mid lad (left anterior descending) and apical arteries. Access was obtained from the left femoral artery. Another manufacturer's guide wire was positioned in the lad and another in the first diagonal. Inflation with a 2.0x12mm non-bsc balloon was performed and the atlantis catheter could not cross the lesion. The patient experienced st segment depression. A 2.75x32mm taxus liberte stent was advanced and could not cross the lesion. Additional pre-dilation with the 2.0x12mm non-bsc balloon was performed and the taxus liberte stent was able to cross the lesion and was implanted. Post dilation was performed at 12atm. A 3.0x12mm non-bsc stent was placed in the proximal portion of the lesion. The atlantis catheter was delivered to the lesion without problem and pullback was performed. The physician attempted to remove the atlantis catheter, but it was stuck at the overlapping portion of the stents. The physician pulled on the atlantis catheter "slightly" and also attempted to push the catheter, but it would not move. The physician performed troubleshooting to attempt to remove the catheter. The core wire was removed and another guide wire was inserted and "pronged" where it was stuck several times, but it remained stuck. During this, a dissection of the left main coronary artery (lmca) occurred that the physician felt was due to the non-bsc guide catheter and the patient's blood pressure began to decrease. Ventricular tachycardia / ventricular fibrillation occurred and a dc defibrillator was used. Cardiac massage was applied and an intra-aortic balloon pump was inserted via the patients right leg, but no change was observed. The physician felt that there was possibly no blood flow due to the lmca dissection and a 7f guide catheter was inserted from the left leg access. A non-bsc guide wire was unable to advance due to the lmca dissection. A "couple of minutes" later, the non-bsc guide wire crossed through the area where the atlantis catheter was stuck. Inflation with the non-bsc stent delivery balloon was performed at 4atm two times. The marker of the atlantis catheter moved slightly, but it was still unable to be withdrawn. Two additional inflations of the stent delivery balloon were performed at 4atm and blood flow was slightly recovered. The atlantis catheter was able to be removed without resistance. Thrombectomy was performed "several" times; however, blood flow was not recovered and "several" additional inflations of the 2.0x12mm balloon were performed. The patient was unresponsive and had expired.

Event description:
It was further reported that during the procedure both the taxus liberte and non-bsc stent were not fully expanded. No resistance was encountered during pull back.